Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe 1ml 0.25mm broke. The following information was provided by the initial reporter: broken cannula.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field.a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe 1ml 0.25mm broke. The following information was provided by the initial reporter: broken cannula.

Manufacturer narrative:
H6: investigation summary: customer returned (5) loose 1cc, 8mm syringes. Customer states that the needle was broken in the process of removing the orange cap prior to use. All returned syringes were examined and one sample exhibited a broken cannula. A review of the device history record and leading 2lean (l2l) was completed for batch# 1088909. All inspections were performed per the applicable operations qc specifications. Zero(0) notifications and l2l dispatches were noted against the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure.